Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 1 month. The device was not explanted and therefore was not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Hemolysis, bleeding, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted on (B)(6) 2015 with an increased lactate dehydrogenase level of 1572 u/l, and increased bilirubin and creatinine levels. The lvad was reportedly functioning as expected. The patient remained on coumadin and heparin throughout the hospital stay. On an unspecified date during the admission, the patient's inr increased to 7.6 and the patient experienced a hemorrhagic stroke. Palliative care was consulted and the patient's family decided to withdraw care. On (B)(6) 2015, the lvad was turned off and the patient expired shortly thereafter. No further information was provided.